Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was over 400 mg/dl. Customer experienced symptoms such as vomiting, head ache. Customer was treated with insulin pump and manual injection. Customer stated insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.